Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non dehp solution set could not be primed. The reporter stated that the air vent was open, and the spike had been inserted into the bottle in a downward motion while squeezing the chamber. There was no patient involvement. No additional information is available.